Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up the sensing threshold was significantly lower and the capture threshold higher than on the previous follow up. Lead extraction was unsuccessful. The lead was capped and the patient was in good condition.